Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 500 mg/dl at the time of the incident. Customer stated that they treated high blood glucose with self bolus. The insulin pump had multiple pump error alarms. Customer able to clear alarm but unable to rewind. Customer did self test and test passed. Customer stated that they used auto mode feature but at time high blood glucose auto mode was no longer active. The insulin pump will not be returned for analysis.